Manufacturer narrative:
(B)(4).

Event description:
Correctional information stated that prior to device change out procedure, the right ventricular lead exhibited noise. Insulation anomaly was never noted. The patient was in stable condition throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during normal device change out procedure, the right ventricular lead was capped and replaced due to insulation anomaly. No further information was available.